Event description:
It was reported that during an angioplasty treatment procedure, a vessel perforation occurred. During an angioplasty procedure it was reported that "when the doctor was using the choice pt the artery is drilled." "The patient "was implanted with two promus element stents, then was following with a surgery." The patient's status is stable. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).